Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, and to correct information provided in the initial report. The following section was corrected: d9. The device was not returned to olympus for evaluation and a root cause could not be identified. However, a service technician went out to the user facility and found that the socket of the light source needed to be replaced, and the issue was resolved. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. A service technician went out to the user facility on august 4, 2023 and found that the socket of the light source needed to be replaced. As the issue was resolved, the device is not expected to be returned to olympus. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii xenon light source experienced a b30 scope communication error with 180 / 190 endoscopes, maj-1430 was tested and no defects were found. The issue was found during preparation for use. There were no reports of patient harm or procedural involvement.